Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: d314vrg ICD, implanted: (B)(6) 2014; 1103 vad, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited power switching and an erroneous critical battery alarm was observed when the battery had more than 10% charge. Lubrication servicing was performed and the battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was not returned for evaluation. Analysis of the alarm log files revealed one critical battery alarm due to communication error involving the battery. Analysis of the data log files did not reveal premature power switching events involving the battery. As a result, the reported critical battery alarm was confirmed. However, the reported power switching could not be confirmed. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
MDR date MFR. Rec: 2018-11-18 product event summary: three (3) batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the event date, (B)(6), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one (1) critical battery alarm due to a communication error involving (B)(6). Analysis of the data log files revealed premature power switching events due to communication errors involving batteries (B)(6)and (B)(6). Data log files also revealed a relative state of charge (rsoc) between 101-201, which is indicative of a communication error involving (B)(6), (B)(6), (B)(6). As a result, the reported critical battery alarm, power switching events, and communication errors were confirmed. A power source lubrication procedure was performed on the associated devices in accordance with the requirements. The most likely root cause of the reported events can be attributed to communication errors between the controller and batteries. Additional products: d1: heartware ventricular assist system -battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019/ serial#: (B)(6) UDI #: (B)(4) h4: mfg date: 15-may-2018 h5: no h6: device code(s): FDA 2885 h6: method code(s): FDA 4112; FDA 4114 h6: FDA results code(s): FDA 3213 h6: FDA conclusion code(s): FDA 4307 d1: heartware ventricular assist system -battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019/ serial#: (B)(6) UDI #: (B)(4) h4: mfg date: 15-may-2018 h5: no h6: device code(s): FDA 2885 h6: method code(s): FDA 4112; FDA 4114 h6: FDA results code(s): FDA 3213 h6: FDA conclusion code(s): FDA 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that upon logfile review two batteries exhibited communication errors. The two batteries remain in use.